Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.5-p001,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: G6.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
The patient was wearing a Pod on the arm between 37 and 48 hours. The patient reported observing insulin leakage and wetness at the adhesive. The patient also reported elevated blood glucose, high urine ketones, nausea, and lightheadedness. The patient's spouse transported the patient to the hospital on (b)(6) 2025, where the patient was admitted overnight. The patient was diagnosed with ketoacidosis and discharged on (b)(6) 2025. Blood glucose at the hospital was reported to be up to 400 mg/dL. During medical treatment, the patient was not wearing the Pod and received insulin injections and intravenous saline solution. The patient resumed treatment with a new Pod after returning home.